Event description:
It was reported that eight days post op to a gastric band placement, the pt returned to the ER with severe pain, tachycardia, poor intake, wbc-20k. It was reported that several family members had gastroenteritis which she contracted after going home. The pt's ba swallow showed a leak of contrast above the band and a contained leak around the band. There was no obstruction through the band itself. The pt was taken back to surgery the following morning and the leak was found and repaired, drained and the band and port were removed. The surgeon comment that the more medical gastropexy suture was intact and the lateral suture had pulled out of the gastric pouch leaving a defect in the pouch. He suspected viral gastroenteritis and forceful vomiting 6-7 days post op caused the lateral gastropexy stitch to pull out of the pouch leaving a small defect. The pt is fine.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.